Event description:
It was reported to philips that the system did not bootup properly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. Analysis of the log file confirmed that the cause of the malfunction was geometry pc. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that the host pc did not connect with geometry pc and after verifying the power supply it was found that the geometry pc was not switching on automatically and that it connects only when the power was turned off/on at the geometry pc. Fse replaced the geometry pc, reloaded software and performed the calibration. The replaced geometry pc was returned for analysis and the part analysis confirmed that the power supply unit(psu), hard disk drive(hdd) and complementary metal-oxide-semiconductor (cmos) battery failed in the geometry pc. After the replacement of geometry pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.